Manufacturer narrative:
This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, and right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition for greater than 2 seconds. The noise was unable to be reproduced, and the patient is not pacemaker dependent. No adverse patient effects were reported.